Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent, placed in the common bile duct in july or (B)(6) 2011 (exact date unknown), was scheduled to be removed during an endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure performed on (B)(6), 2011. According to the complainant, this was a planned removal procedure for clogging. It was confirmed that the patient did not present with any symptoms of clogging. During removal, the stent was retracted to the distal end of the endoscope and broke at the flap of the stent, in two pieces. Both pieces were retrieved from the patient using a snare. It was reported that a second bsc stent was also planned to be removed during this procedure; this second stent was adjacent to the complaint stent during removal and seemed to contribute to the resistance. It was confirmed there were no issues or alleged malfunctions of the second stent; the stent was able to be removed as intended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.